Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to reproduce the issue. The fse noted that the iabp unit needed a replacement 5000hours preventive maintenance kit, so the fse installed a 5000hour preventive maintenance kit and the issue was resolved. The iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to reproduce the issue. The fse installed a 5000 hour preventative maintenance kit and the issue was resolved. The iabp unit was cleared for clinical use, and released to the customer. The full name is (B)(6).

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.